Manufacturer narrative:
The device was evaluated, and the customer's allegations was confirmed. Due to defective plug unit and printed circuit (pc) board. Additional evaluation findings are as follows chipped objective (ob) lens glue, insertion tube (it) had torn boot, buckles, deep scratch and pin hole, and scope connector had defective plug unit and printed circuit board. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was no image for the evis exera iii bronchovideoscope. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a defective plug unit and printed circuit board. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic system inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.